Event description:
After an implantation period of approximately 77 months it was reported that the patient had fainting episodes. During follow up, a high pacing impedance and loss of capture were observed. The lead remains implanted but is now out of service. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 08th february 2022 and 05th october 2022 showed the gradual increase of the pacing impedance from approximately 1000 ohms to above 3000 ohms during the recorded period. The analysis of the provided iegm episodes showed a loss of capture in the ventricular channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.